Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to have a delayed keypad response. The cause was identified to be an out of specification processor printed circuit board, which will require replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have a delayed keypad response. No additional information is available.